Event description:
It was reported that the system was going to be taken out as it never worked and was hurting the patient. Additional information received indicated that the implantable neurostimulator (ins) that was getting explanted for a lack of therapeutic effect and hurting the patient also stopped working due to normal battery depletion. The ins could not be read. The ins was explanted four days after the initial report. It was further reported that the patient was "happy" now.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la3816, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).